Event description:
On (B)(6)2009, a (B)(6) male pt underwent an anterior fusion and then posterior for a diagnosis of degenerative disc disease. The sales rep reported that he noticed, the pathfinder end extender sleeve was missing a portion on the end prior to use on the pt, however, he was unable to locate the small piece on the tray. The surgeon was able to perform one side and then switch to the other with the remaining extender sleeves. This caused a surgical delay of 15 mins. The rep thought the break on the extender sleeve may have taken place sometime before the surgery. An adverse event has been associated with this malfunction in the past.

Manufacturer narrative:
Product is an instrument and not implantable. Requests have been made for the return of the product. Device manufacture date is unk. Eval is pending upon completed investigation of the product.